Event description:
(B)(6) 2013: received a call from customer from the (B)(6). He stated that there were 3 defective devices. The codes are below: (B)(4). On (B)(6) 2014: the prowler 14 ((B)(6)) was advanced into the aneurysm. The deltamaxx 10x40 coil ((B)(6)) was then introduced into the prowler 14. The coil advanced to within 10cm of the end of the microcatheter and would not go any further. The deltamaxx coil was removed and the galaxy frame 10x30 ((B)(6)) was introduced into the microcatheter. It was advanced to within 10cm of the end of the microcatheter at which point it too met resistance. The entire system (prowler 14 and galaxy frame coil) was removed and a second prowler 14 was placed into the aneurysm. A second galaxy frame 10x30 was then advanced into the aneurysm without incident. Subsequent coils were introduced through the second prowler microcatheter and the aneurysm was well treated. There were no adverse events associated with this incident. There were no damages noted on any of the devices after use. An adequate continuous flush was maintained through the microcatheter. The target vessel was ica which was not calcified and mildly tortuous.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15956301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products: deltamaxx 10x40 coil ((B)(4)). Galaxy frame 10x30 ((B)(4)) second prowler 14 (details unknown). Second galaxy frame 10x30 (details unknown). Subsequent coils (details unknown).

Manufacturer narrative:
It was initially reported that there were three defective devices including prowler 14 (606-151fx/15956301), deltamaxx 10x40 coil (dmx181040-20/c11840), and a galaxy frame 10x30 (640cr1030/15842720). With additional follow-up information, it was determined that during treatment of an internal carotid artery (ica), there was resistance with both coils during insertion into the prowler 14; the deltamaxx was removed from the prowler 14 and exchanged for a galaxy which was then removed as a unit along with the prowler 14 after the event. There were no adverse events associated with this incident. The prowler 14 (606-151fx/15956301) was advanced into the aneurysm. The deltamaxx 10x40 coil (dmx181040-20/c11840) was then introduced into the prowler 14. The coil advanced to within 10cm of the end of the microcatheter and would not go any further. The deltamaxx coil was removed and the galaxy frame 10x30 (640cr1030/15842720) was introduced into the microcatheter. It was advanced to within 10cm of the end of the microcatheter at which point it too met resistance. The entire system (prowler 14 and galaxy frame coil) was removed and a second prowler 14 was placed into the aneurysm. A second galaxy frame 10x30 was then advanced into the aneurysm without incident. Subsequent coils were introduced through the second prowler microcatheter and the aneurysm was well treated. There were no damages noted on any of the devices after use. An adequate continuous flush was maintained through the microcatheter. The target vessel was ica which was not calcified and mildly tortuous. The deltamaxx coil system is not available for analysis. A non-sterile prowler 14 150cm dual mb microcatheter was received coiled inside of a plastic bag. The hub was found without damage; residues of dry blood can be observed on it. The body shaft of the device was inspected and it was found compressed at 2, 32.5 and 38cm from the distal end. The ID from the microcatheter was measured it was found within specification. The received microcatheter was flushed using a lab sample syringe (nipro); after that a guide wire cordis lab sample 0.014¿¿ was introduced into the microcatheter. Advancement was prevented when the device reached the compressed sections of the microcatheter. In addition when the guide wire was removed from the microcatheter, residues of dry blood can be observed on it; indicating dried blood within the microcatheter lumen. Inability to introduce a compatible device through the concomitant microcatheter was confirmed and with functional testing was due to compressed section on the microcatheter. It was reported that an adequate flush was maintained through the microcatheter; although a definitive conclusion cannot be made, it is possible that the procedural factor of not maintaining an adequate flush as outlined in the instructions for use may have contributed to the event. Although the timing of the compressions of the microcatheter cannot be determined, based on the report that two consecutive coil were unable to be advanced past the same section of the microcatheter and with analysis finding obstruction due to compressed sections, if present during procedural use, this may have contributed to the event. The cause of the damages cannot be determined. Procedurally the microcatheter would have been placed over a guidewire to the target site prior to attempted introduction of the coils. Additionally, inspections are in place to prevent device damage of this type from leaving the facility. With review of the available information, analysis of the device and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.